Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the videoscope had a sharp cut down to the light lead. It is unknown when the issue occurred. There were no reports of patient harm.

Event description:
It was reported the videoscope had a sharp cut down to the light lead. It is unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to address the change in the cause of the malfunction. Corrected fields:h6. Based on the results of the investigation, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the videoscope had a sharp cut down to the light lead. It is unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure "sharp cut right down to light lead" was confirmed. Based on the results of the investigation, the most probable cause of the customer allegation is "the protector of the video cable section is cut ". Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.